Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of non sustained fibrillation episode on presenting egm, the right ventricular lead exhibited noise. No patient symptoms were reported. In clinic evaluation, isometric testing, and possible reprogramming were discussed. No intervention was reported.

Event description:
New information received stated that programming changes were made on (B)(4) 2019.